Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture due to dislodgement. The patient was symptomatic with shortness of breath. The rv loss of capture did not result in longer than two seconds of asystole. This lead was repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.